Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) with blood glucose value was 48 mg/dl. The current blood glucose is 416 mg/dl. The customer was wearing insulin pump during hospitalization. The customer reported that they had high blood glucose in the 300-400 mg/dl range and treated it by blousing with insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Event description:
The customer reported via phone call that they received emergency medical service due to low blood glucose on november 15/17 with blood glucose value was 48 mg/dl. The current blood glucose is 416 mg/dl. The customer was wearing insulin pump during the incident. The customer reported that they had high blood glucose in the 300-400 mg/dl range and treated it by bolusing with insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will not be returned for analysis.